Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on site and wireless footswitch was defective. Per the information collected, the wireless footswitch did not connect to its base station. The wireless connection with the base station was re-established the wireless footswitch to base station and software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch was defective. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.